Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that after talking with the perfusionist about the field safety alert, he stated that "one of the surgeons had an incident about a month ago in which they went through three iab-05840-lws's to get one inserted." The insertion site was the femoral artery. Further discussion on 10/21/2010, with the clinical specialist who was at the account, indicated this pt is fine and had no complications. Reference MDR # 1219856-2010-00764 for the first event and MDR # 1219856-2010-00766 for the third event involving the same pt.